Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 154 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump received with no button response due to corrosion on keypad traces. No button error alarms noted during testing. Pump has cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window, and cracks on the reservoir tube.